Manufacturer narrative:
I'm plant and explant dates: if implanted or explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient¿s capsule broke as lens was being inserted. Reportedly, the customer was not sure if this was due to patient anatomy or if the inserter or the lens caused the capsule break. The lens was removed and replaced with an anterior chamber lens. No further information provided.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 4/24/2018. Device returned to manufacturer ¿ yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. The lens was inspected by a qualified final inspection manufacturing specialist using 12x magnification shows no abnormality found on the returned lens. Lens was further measured and all measurements (haptic width, optic diameter, overall diameter and haptic thickness) were within specification. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.